Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: web/email.

Event description:
Reported discrepant sars result for 1 recently no longer symptomatic consumer. The consumer communicated, that they tested positive with quickvue otc. And negative with another rapid antigen assay. 3 additional consumer events were also communicated. Which are captured on separate reports. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.